Event description:
It was reported the patient had intermittent stimulation. The patient will schedule a follow up appointment with his health care professional. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# va006qs, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).